Event description:
User advanced the device through endoscopy to target area, but found out the handle broken after biopsy. User then changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? Yes. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Proximal end were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No if the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No if the device is a procore needle, is the device damage located at the notch / core trap? Yes if no, please specify where the damage is located: procore. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas if the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. Was the device used in a tortuous position? No. Are images of the device or procedure available? Yes was it damaged in packaging before removal? Yes was it damaged on removal from packaging? Yes was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Pentax. Was force required on insertion of device into scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Advancement of the sheath was difficulty experienced while retracting the needle? No. Was the syringe used during the procedure, after the stylet was removed? No. Was the needle able to be fully retracted before removing from the patient? No. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was needle penetration of the targeted site difficult? No. Was the stylet partially removed prior to advancement of needle? No. How many biopsies/passes were obtained with use of this needle? 0 did any section of the device detach inside the patient? No. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. Was there difficulty in attachment / detachment of the leur to the scope? No. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Yes was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No when the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No if an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This correction follow-up report is being submitted to capture use error situation identified on 16-jan-2023: the user did not follow the instructions for use as the customer noticed the device was damaged prior to use but still used the device for the procedure. According to information provided the user did not read the IFU. This correction report is also being submitted to capture below updated codes in section f 10: -medical device problem code (annex a) corrected from a0509 to a23. -component code (annex g) corrected from g04092 to g07001.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation (B)(4) unit of lot c1864996 of echo-19 was returned opened in its original packaging. Please note that this file is also related to pr (B)(6) (emdr ref. - 3001845648-2023-00152) which captures the use error of the physician using a defected device and pr (B)(6) (emdr ref. - 3001845648-2022-00858) will investigate a proximal kink below the sheath extender. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on (B)(4) 2022. Visual inspection: - distal end of needle examined no issue observed - proximal needle kink observed below the sheath extender - needle handle observed to be broken functional inspection: - sheath extender able to advance but cannot pass the proximal kink and retract without issue - needle handle unable to advance and retract . Lab re-evaluation (B)(6) 2023. Visual inspection - slight evidence of residue on inner handle possibly glue document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . A review of the manufacturing records for echo-19 of lot number c1864996 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1864996. The notes section of the instructions for use, IFU which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is evidence to suggest that the customer did not follow the instructions for use, as the customer noticed that the device was damaged prior to use and proceeded to use the device, this will be captured in pr (B)(6)(emdr ref. - 3001845648-2023-00152). Ncr was raised for the IFU to update the IFU to include instruction to partially remove stylet prior to extending needle into the lesion. (Hra) - health risk assessment (hra) ¿ part I initiation information & escalation decision which led to health risk assessment (hra) ¿ part ii initiation information & escalation decision. Based on the outcome of same which included assessment from clinical (medical affairs), engineering and regulatory affairs no further containment actions were required pending this IFU update. (Note: this issue likely did not contribute to the handle detachment detailed in this investigation) image review n/a root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being over torqued during the procedure leading to the needle handle detaching from the inner handle. A residue possibly glue was apparent during the lab evaluation it would be quite difficult to see any residue left from the glue but this does not mean no glue was applied, during fqc the devices handle is tested to verify that the handle stops at the proximal and distal ends have been glued. "9. Extend the outer handle and the sheath extender fully. Place the outer handle into the sliding plate of the proof loading fixture ipe1283-xx and pull the sheath extender until the green line on the weight is lifted above the weight guard (as per fig 4) to verify that the handle stops at the proximal and distal ends have been glued." Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 18-apr-2023 and an update to the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This follow up MDR is being submitted to capture the lab evaluation, complaint device was returned and evaluated on 05-sep-2022: visual inspection: distal end of needle examined no issue observed. Proximal needle kink observed below the the sheath extender. Needle handle observed to be broken functional inspection: sheath extender able to advance but cannot pass the proximal kink and retract without issue needle handle unable to advance and retract.